Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer experienced an elevated blood glucose (bg) level of 513 mg/dl. Customer administered a manual injection to address bg. The customer attempted to load two separate cartridges to resolve issue, however issue persisted. The customer reverted to manual injections for insulin therapy.